Event description:
Customer reported their abbott diabetes care (adc) meter would not turn on with the button or after insertion of a test strip. The issue was not resolved over the phone through troubleshooting performed by the customer service agent. However, there was no report of a death or serious injury associated with the issue reported by the customer. No product has been returned

Manufacturer narrative:
Although this complaint is being filed as a malfunction, there is no information reasonably suggesting that it involved a device malfunction that would be likely to cause or contribute to a death or serious injury if the malfunction was to recur. Rather, this complaint is being filed based on adc's interpretation of feedback provided by an FDA investigator during an inspection of one of our facilities. Note: the meter serial number is unknown, therefore the device manufacture date is unknown. The device manufacture date entered is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Date of event should be reflected as 01/09/2014. The report has been updated to reflect the correction.